Manufacturer narrative:
The customer declined to provide any additional information. Low voltage alarms were observed on the customer¿s alarm trace data. The field service engineer (fse) performed instrument decontamination, cleaned various instrument parts and replaced syringe seals. The fse replaced the reference electrodes and the sample probe per the customer¿s request. Ise checks were performed with no alarms. Calibration and qc were acceptable. Although no specific cause of the event was found, the service actions appear to have resolved the issue.

Event description:
The initial reporter complained of ongoing instrument alarms and qc issues on a cobas 8000 ise module. The customer also complained of a discrepant result for 1 patient sample tested for ise indirect na+ for gen.2. Qc was within range at the time of the initial result, however, qc was out later so the customer repeated the sample and received a discrepant result. The initial result was 148.2 mmol/l. The repeat was 142.1 mmol/l. The initial result had been reported outside of the laboratory. The repeat result was believed to be correct. The na+ electrode lot number and expiration date were not provided.